Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via telephone call that the insulin pump alarmed for a failed battery test. The caller reported that they had used a rechargable battery. The blood glucose reading was 129 mg/dl. He was advised on the recommended batteries to use. He stated that the battery cap contacts were not missing or damaged and that the battery compartment and spring were not damaged or corroded. He did not have a fresh battery to try and was advised to call back if issues persisted. The insulin pump was not replaced or returned.